Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During exeter surgery, when the surgeon tried to assemble the centralizer on stem distal, the centralizer broke.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter centralizer was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: there were no medical records received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device and the primary operative report are needed to complete the investigation for determining root cause. No further investigation is required at this time. If additional relevant information and/ or the device becomes available, this investigation will be reopened.

Event description:
During exeter surgery, when the surgeon tried to assemble the centralizer on stem distal, the centralizer broke.